Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was a bubble in the reservoir. Customer's blood glucose was 114 mg/dl. Customer's family mentioned the bubble was bigger than a standard eraser. Customer pushed the plunger too hard and lost some insulin. Customer was advised to monitor the issue. Customer will not be returning the reservoir for analysis.